Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge and was able to clear the alarm and resume insulin therapy. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.